Event description:
The report received from the (B) (6) study indicated that the patient experienced a neurological event approximately one month after the index procedure for precise 10 x 30 mm carotid stent implantation. The adverse event was characterized as of sudden onset and right hemiparesis. The patient recovered fully with no residual effect. Additional information received via call-back from the study coordinator indicated the adverse event (ae) reported was a transient ischemic attack (tia). The patient was admitted for one day stay and discharged the following day with a discharge diagnosis of tia. The patient course of treatment included a MRI which demonstrated no acute infarction and an old cva. The event was reported by the pi to be unrelated to the study device/procedure. No additional information was available. The patient is an (B) (6) male at the time of inclusion into the study. The patient's medical history includes: hyperlipidemia, history of smoking (>5packs of cigarettes) and diabetes mellitus, coronary percutaneous revascularization, hypertension (systolic>140, or diastolic>90, or requiring medication), and previous cea recurrent stenosis/high cervical ica lesions or cca lesions below the clavicle and age > 75. The patient was reported to be symptomatic at the index procedure. The target lesion was the mid left internal carotid artery. The lesion was reported to be: a 95% stenosis, 15 mm length, 6.0 mm vessel diameter, concentric calcification, and eccentric. The lesion was pre-dilated. An angioguard 7 mm embolic protection device was used. A precise 10 x 30 mm stent was implanted successfully. There were no reported product problems with either precise stent or the angioguard embolic protection device. The patient had no neurological deficit upon leaving the angiography site.

Manufacturer narrative:
Additional information received: the cec adjudication received indicated the patient had a cva three days after the index procedure and the tia previously reported was deleted, as the adjudication did not agree with this event. The device remains implanted in the patient and is not available for inspection. The report received from the (B) (6) study indicated that the patient experienced a neurological event, indicated as a transient ischemic attack, approximately one month after implantation of two precise stents ((B) (4) & (B) (4)) to treat a mid left internal carotid artery (ica) stenosis. It was originally reported as sudden onset of right hemiparesis with full recovery and no residual effect without treatment. Carotid ultrasound demonstrated patency of the recently placed stent and a greater than 90% right carotid stenosis as described at index procedure discharge. The event was reported as unrelated to the study device/procedure. Cec adjudication received indicated that the patient had a minor ipsilateral ischemic/embolic stroke three days after the index procedure and the adjudication did not agree with the previously reported tia. At the time of inclusion into the study, the (B) (6) male's medical history included hyperlipidemia, history of smoking (>5packs of cigarettes) and diabetes mellitus, coronary percutaneous revascularization, hypertension (systolic>140, or diastolic>90, or requiring medication), and previous cea recurrent stenosis/high cervical ica lesions or cca lesions below the clavicle and age >75. The patient was reported to be symptomatic at the index procedure. The target lesion was the mid left ica. The lesion was reported to be a 95% stenosis, 15 mm length, 6.0 mm vessel diameter, concentric calcification, and eccentric. The lesion was pre-dilated. An angioguard 7 mm embolic protection device was used. A precise 10 x 30 mm stent was deployed at the target site with no malfunction or associated adverse event. This was followed by implantation of a second precise 8x30 proximal to the first stent. There were no reported product problems with either the precise stent or the angioguard embolic protection device. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged one day post procedure on aspirin and plavix with (B) (6) score and stroke score was 0. It as reported that one month post procedure the patient experienced a spell of tingling and numbness that lasted about 15 minutes characterized by tingling in the right fingers and hand and spread to the right side of the face around the corner of the mouth. It resolved completely with no associated weakness. Additional information received indicated that the patient also reported that after the carotid stent procedure, he had developed sudden onset right hand clumsiness and tingling as well as drooping of the corner of his mouth. He reports slight weakness in the right hand and that this has persisted ever since. The patient was admitted for further workup with a question of complication relative to his recent stenting procedure. The differential diagnosis for this spell one month post procedure included tia, lacunar stroke and focal sensory seizure. Adjudication received indicated the patient had a cva three days after the index procedure. (B) (4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot 14054647 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. One (1) unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14054647. As outlined in the instructions for use, ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Factors that may have influenced the event include patient, procedural, and lesion characteristics. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2010-00120 please note that this is the initial/final report for this product.